Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that due to physical damage to the device, the foreign material could not be removed even after proper reprocessing. The foreign material could not be identified from the obtained information. The event can prevented by following the instructions for use which state: "inspection of the endoscope -inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Inspection of the objective lens cleaning function -inspection of the water feeding function -keep the air/water valve¿s hole covered with your finger and depress the valve. -observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the forceps elevator had a chip due to a handling issue. Upon further inspection, it was observed foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the adhesive on the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was observed that the adhesive around the objective lens had a white-clouded area due to a handling issue. It was also observed that the nozzle was deformed due to handling issue. It was observed that the connecting tube had a wrinkle. It was also observed that there was a chip in the adhesive area between the distal end and the light guide cover. It was observed that the distal end had a burn due to wrong handling. It was also observed that the grip was shaved due to physical stress caused by handling. Lastly, scratches were observed on the following unit components due to external factors: connecting tube, switch 1, image guide protector, on the protector of the universal cord on the control section side and on the protector of the universal cord on the scope connector side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope has a functional forceps, but the mechanism or channel shows defects. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.